Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 failed and required maintenance. A field service engineer (fse) reseated cable to the main drawer 3, and all pockets were detected upon reboot. A full inventory for drawer 3 was performed by the pharmacy without any issues. The system functioned as intended after the field service engineer repaired the device.